Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "encapsulation and pain", confirmed via ultrasound and MRI. Later, reported "baker iii/IV capsular contracture". This report is for the right side. The device remains implanted.